Event description:
Add'l info rec'd from MFR 8/6/02: conclusion: the investigation conducted in response to the event info suggests that the continental table is safe, effective, and adequately labeled. Hologic has not received any reports of injury or potential injury associated with the continental table, other than the event described in voluntary report no. Mw1024862. The event description contained in the voluntary report is consistent with hologic's MFR report, filed on 5/17/2002. Results of the investigation into this event suggest that failure to follow the explicit directions and failure to adhere to the clear warning statements contained in both the user manual and the maintenance manual caused the event. The manuals and the unit labeling contain sufficient instructions, warnings, and precautions for the device to be operated safely and effectively.

Event description:
Attempting to obtain a part # from the machine. Apparently the user put head into the x-ray table and accidentally pressed the down switch. The table then lowered onto user's neck causing laceration, asphyxiation and loss of consciousness. After 5-8 mins, witnesses (including rptr) were able to remove user's arm from the down switch and extricate user from the machine. In rptr's opinion device is unsafe. Rptr and maintenance tech were negligent in that they did not have power disconnected to the unit while looking for a part number. However, these units are still a risk to personnel as well as to pts. The table is elevated and lowered via a powerful electric motor that is controlled by foot switches. The unit is dangerous in that there is no "deadman" switch (a double saftey switch) to prevent a person from accidentally causing the table to raise or lower. On comparable units mfg by general electric, the operator must press both a hand switch as well as a foot switch to activate the table making accidental elevation or lowering of the table virtually impossible. Rptr was slightly injured by this unit two years ago. They were sitting in an office chair at the table performing paperwork when they accidentally stepped on the footswitch, which in turn caused the unit to quickly lower onto their knee. The mechanics of this event were similar to the most recent injury in that the machine pushed rptr's foot onto the switch even harder making it nearly impossible to get off the switch. It would be very easy for this to happen when attempting to transfer a pt from a wheelchair onto the table. If the pt were to step on the switch, or roll the wheelchair onto the switch the results could be disastrous. In fact, this has happened in the past and while the pt was not injured, the top was torn from the table resulting in costly repairs. Hologic must be aware of this situation in that it offers an upgrade with pressure sensitive shutoff switches under the four corners of the table top. This upgrade cost the consumer $4525.60 in parts alone. Rptr feels that this upgrade or a similar upgrade involving "deadman" switches should be either a voluntary recall by the MFR or mandated by the FDA. It is rptr's belief that very few facilities will voluntarily pay for this expensive upgrade in order to provide their pts and personnel with a safer enviornment. If the FDA would intervene in this situation, it is rptr's belief that a future injury, death or damage caused by this type unit will almost certainly be avoided.